Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number 5950008, lot number huyi2085 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
This is an addendum to the initial emdr to document a correction to the expiration date, and to document the completion of the manufacturing review. The review found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number 5950008, lot number huyi2085 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum #1: this is an addendum to the initial emdr to document a correction to the expiration date, and to document the completion of the manufacturing review. The review found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex st, patient was diagnosed with hernia recurrence thereby underwent removal of mesh. This supplemental emdr represents ventralex st (device #1). Additional supplemental emdr was submitted to represent ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huyi2085 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿hernia was identified. A ventralex mesh was placed under the fascia and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventrio st (device #2) and removal of ventralex st (device #1). Per operative notes, ¿hernia sac and old mesh were encountered. A ventralex st mesh (device #1) and large hernia sac were completely removed. A ventrio st (device #2) was placed and tacked to the anterior abdominal wall.¿ (B)(6) 2017 - patient was diagnosed with recurrent incarcerated ventral incisional hernia and pain thereby underwent open repair with the implant of ventrio st (device #3) and explant of ventrio st (device #2). Per operative notes, ¿after removal of hernia sac, the mesh was encountered which was pulled away from the left lateral fascial planes and then it was free-floating within the hernia itself. Adhesions were taken down in the right lateral part of the mesh and the ventrio st mesh (device #2) was explanted. Then, a piece of ventrio st (device #3) was placed and tacked to the anterior abdominal wall.¿ attorney alleges that the patient had adhesions, bowel/intestinal removal, infection, hernia recurrence, bowel adherent to mesh, mesh separation, pain and emotional injuries.